Manufacturer narrative:
This report was initially submitted following notification from a customer in the united states regarding a misidentification of a group g streptococcus species as streptococcus pyogenes (group a) in association with the vitek® ms (ref (B)(4), serial (B)(6)). *conclusion on the system: the system was operational during all tests performed . A new fine tuning was performed on (B)(6) 2019. *conclusion on the spot preparation: the quality of the calibrator spot preparation was non-optimal. The calibrator ¿all peaks¿ values were heterogeneous. The sample spot preparation were homogeneous. *conclusion on the identification: the two strain isolates from the customer were received by biomérieux qc lab for testing. For each isolate, five spots were done with vitek ms v3 kb v3.0. Biomérieux qc lab obtained the following results for both isolates : -four spots gave a low discrimination to streptococcus streptococcus dysgalactiae spp dysgalactiae/streptococcus dysgalactiae spp equisimilis. -one spot gave a low discrimination to streptococcus streptococcus dysgalactiae spp dysgalactiae/streptococcus dysgalactiae spp equisimilis - s. Pyogenes. Single choice to s. Pyogenes was never obtained. The customer¿s identification issue was not reproduced internally. Based on these findings, the two isolates were sent for sequencing and they both were identified as streptococcus dysgalactiae ssp equisimilis. Per the knowledge base user manual ref. 161150-870 a for vitek ms clinical use v3.0: ¿subspecies or species group is displayed as a low discrimination result. A choice should be made between the proposed subspecies or species.¿ root cause analysis: - unknown- issue not reproduced internally.see section h10.

Event description:
A customer in the united states notified biomérieux of a misidentification of a group g streptococcus species as streptococcus pyogenes (group a) in association with the vitek® ms (ref 410895, serial (B)(4)). Alternative test methods included the verigene® molecular method, latex agglutination testing, and vitek® 2. Vitek® ms: streptococcus pyogenes. Verigene®: streptococcus species. Latex agglutination: streptococcus group g. Vitek® 2: low discrimination streptococcus agalactiae / streptococcus dysgalactiae. Repeat analysis with the vitek® ms obtained low discrimination identification results of streptococcus dysgalactiae ssp equisimilis / streptococcus pyogenes / streptococcus dysgalactiae ssp dysgalactiae. The customer reported the result as a group g streptococcus due to the latex agglutination and vitek 2 results. There is no indication or report from the laboratory that the misidentification led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.